Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, product type: software, software version: 1.0.1083, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump for non-malignant pain. The patient reported that for the last couple of weeks, within (B)(6) 2025, they had been having issues with their ptm (personal therapy manager) connecting to the pump. The agent reviewed the lag and reviewed how to delete the data. The patient was then able to connect to the pump with no lag. The patient also stated that when they took a bolus around 11:30pm, in the morning, the ptm showed they only had 3 boluses available. Per the ptm, ¿bolus duration: 1 min lockout: 2 hours dose restriction â½ hours max activations: 4.¿ the agent had the patient check the pump time, and the pump time was 11:22am, but the patient¿s actual/local time was 12:24pm. The agent reviewed pump time and redirected the patient to their healthcare provider to address the issue.